Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump could not be powered on and remained unresponsive. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.